Event description:
Part of the shaver broke off while using on patient. No injury to patient, and piece that came off was quickly retrieved by surgeon. Defective shave and broken piece was promptly removed from surgical area and new shaver was opened. Portion of shaver that was broken off was visualized by surgeon and retrieved. Joint visually inspected and no fb identified. The shave was sequestered and sent to [redacted] per protocol. Supervisor will email risk management and quality.